Manufacturer narrative:
Attempts for the return of the device as well as additional information requests have been made in order to identify the device involved in the reported event. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that "an event" occurred. A patient went into cardiac arrest and the device (oximeter, customer did not identify model) along with another device on the patient did not alarm during the event. The nurses were present in the room when this occurred, and took care of the patient.